Event description:
A malfunction alarm occurred with a pump, specifically an alarm 20 cartridge alarm, during pumping. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer was instructed on how to put the pump into storage mode and is using a pen as a backup insulin delivery method. The problematic pump will be returned using a pre-paid label, and a replacement pump was arranged to be shipped to the customer by cts.